Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that at follow-up, alerts were received for high impedance. The rv to svc and svc to can vectors were both high. The svc coil was permanently programmed off to resolve the issue.